Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received no delivery alarm. The customer stated that they were having high blood glucose of 400 mg/dl prior to call. The customer stated that they treated the high blood glucose with the insulin pump. The customer performed troubleshooting and the no delivery alarm did not recur. The customer mentioned that the cannula was a little tilted during troubleshooting. The customer declined to troubleshoot for high blood glucose. The reservoir will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of one opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.